Event description:
It was reported that total parenteral nutrition (tpn) was infused in about four (4) hours, which is faster than what was programmed. The event occurred at a pediatric intensive care unit. The tpn was ordered to infuse at 38ml/hr. With total volume to be infused of 900ml over twenty-four (24) hours. The infusion was reported programmed manually at around 2107 on (B)(6)2023. It was reported that two rns verified the order and the pump programming. At 0114, the primary rn reportedly discovered that the tpn bag was empty, and the pump module was alarming air-in-line. The physician was then notified of the event. Patient's vital signs were reportedly "stable, appeared to be resting with no signs or symptoms of distress." There was no tubing leakage observed. It was reported that lab tests were sent, and the physician ordered to stop all concurrent electrolyte infusions. There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that total parenteral nutrition (tpn) was infused in about four (4) hours, which is faster than what was programmed. The event occurred at a pediatric intensive care unit. The tpn was ordered to infuse at 38ml/hr. With total volume to be infused of 900ml over twenty-four (24) hours. The infusion was reported programmed manually at around 2107 on (B)(6) 2023. It was reported that two rns verified the order and the pump programming. At 0114, the primary rn reportedly discovered that the tpn bag was empty, and the pump module was alarming air-in-line. The physician was then notified of the event. Patient's vital signs were reportedly "stable, appeared to be resting with no signs or symptoms of distress." There was no tubing leakage observed. It was reported that lab tests were sent, and the physician ordered to stop all concurrent electrolyte infusions. There was patient involvement but no harm. Although requested, additional information was not provided, and samples not returned for investigation.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that total parenteral nutrition (tpn) was infused in about four (4) hours, which is faster than what was programmed. The event occurred at a pediatric intensive care unit. The tpn was ordered to infuse at 38ml/hr. With total volume to be infused of 900ml over twenty-four (24) hours. The infusion was reported programmed manually at around 2107 on (B)(6)2023. It was reported that two rns verified the order and the pump programming. At 0114, the primary rn reportedly discovered that the tpn bag was empty, and the pump module was alarming air-in-line. The physician was then notified of the event. Patient's vital signs were reportedly "stable, appeared to be resting with no signs or symptoms of distress." There was no tubing leakage observed. It was reported that lab tests were sent, and the physician ordered to stop all concurrent electrolyte infusions. There was patient involvement but no harm. Although requested, additional information was not provided, and samples not returned for investigation.